Event description:
Complainant alleged that the device exhibited technical failure 388. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
D4: UDI# has been added. The customer did not return the defective device for evaluation; however, the device log files were provided for review. During troubleshooting, the safety valve was replaced, however the gas path test identified a defective o2 pressure regulator as the root cause of the customers reported issue. Technical support recommended that the customer replace the o2 pressure regulator to restore the proper o2 calibration and to eliminate the alarm.